Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with return of device. Failure event observed during analysis. Final analysis found that the lead was returned in three pieces. An insulation abrasion was noted at 3.4 cm to 3.5 cm from the distal tip which exposed the inner coil. The abrasion was consistent with constant friction with another implantable device. (B)(4). (B)(6).